Event description:
A caller reported a malfunction in the tandem pump. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset it, and was advised to continue using the pump while monitoring for any recurrence of the malfunction.